Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over a year. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over a year. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.